Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered vacuum over limits error was caused by a malfunction of the 2- way valve that controls the wash tower pipettor drain. The fse noted a build-up was blocking the exit port of the valve. The fse replaced the valve and resolved the issue. The fse noted the fluid spill was contained under the unit. The fse verified the repair per the established procedures. The unit conformed to the manufacturer's published performance specifications. The customer has a standard risk management plan at the facility. (B)(4).

Event description:
The affiliate reported the customer alleged fluid leaked from the unit involving access 2 immunoassay system. The customer stated a small puddle of fluid was on the counter and appeared to be wash buffer. The customer noted vacuum over limits error displayed on the unit. Beckman coulter, inc. Customer technical service (cts) advised the customer to wear appropriate personal protective equipment (ppe) when cleaning up the spill. There has been no report of patient results being impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.